Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a patient underwent an unknown procedure. The drill bit from the compact hand box broke during the procedure. The part of the drill bit got stuck in the quick coupling and could not be removed. The surgeon did not comment anything about if some fragment fell into the patient¿s cavity or not. And the exam did not indicate any fragment inside the patient. It was unknown if there was a surgical delay. It was unknown if the procedure was successfully completed. There was no harm to the patient. Concomitant medical products: mini quick coupling (part #:532.011.98, lot# unknown, quantity #1). This report is for one (1) drill bit 1 l46/34 2flute. This is report 1 of 1 for (B)(4).

Event description:
It was reported that on (B)(6) 2019, a patient underwent an unknown procedure. The drill bit from the compact hand box broke during the procedure. The part of the drill bit got stuck in the quick coupling and could not be removed. The fragment of the drill bit was not located in or out of the surgical field, it was not possible to identify if the drill bit broke during the procedure or was it already broken. After finding that the drill bit was damaged the doctor used the other one that was in the box. The doctor did not comment anything about if some fragment fell into the patient¿s cavity or not. Scopia is a type of x-ray used during the surgery. This test did not detect the fragment of the drill in the patient's cavity. It was unknown if there was a surgical delay. The procedure was successfully completed. There was no harm to the patient. Concomitant device reported: mini quick coupling (part #:532.011.98, lot# unknown, quantity #1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The instrument was not returned and instead will be do based on the supplied image. The images (4 total) were reviewed and the complaint condition for broken intra-op and unable to disassembled for the drill bit was confirmed as the first image shows a proximal end of the drill bit broken. The second image shows what appears to be the broken proximal end on the quick coupling as described in the complaint description. As the instrument was not returned an as received, dimensional, material or drawing reviews are not applicable. A device history review could not be performed as the lot number could not be determined from the supplied images. No definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The instrument was not returned. Provided images were reviewed and the complaint condition for broken intra-op and unable to disassembled for the drill bit was confirmed as the first image shows a proximal end of the drill bit broken. The second image shows what appears to be the broken proximal end on the quick coupling as described in the complaint description. No definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.